Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided.  If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: catalog number:130918, lot number:3838868, brand name: muller cup 28 x 48 mm; catalog number:164242, lot number:3798961, brand name: stanmore cocr fmrl sz2 std. The investigation is in process. Once the investigation  has been completed, a follow-up MDR will be submitted.  Device remains implanted.

Event description:
It was reported that the patient underwent an initial hip arthroplasty. Subsequently, the patient underwent an arthrotomy 17 days post surgery due to wound leakage with suspicion for infection.